Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion the investigation.

Event description:
Name of procedure being performed: unk. Event description: spoke with surgeon. Using the si robot for camera port. Heard air leaking where the clamp was. They noticed there was a hole in the trocar proximal to the seal housing area and not at the tip. There was piece from the trocar missing that they retrieved. Unknown if the piece fell into the patient. The cannula was cracked. Used another trocar to resolve the issue. No patient injury. Additional information received from material management via email on (B)(6) 2018: collar of trocar cracked and a piece of clear plastic fell into patient abdomen. Patient status: no patient injury.

Manufacturer narrative:
Correction: the model number was corrected from ctf73 to ctf71. The event unit was returned to applied medical for evaluation along with a clear fragment. Visual inspection confirmed the complainant's experience of a fractured cannula. The returned fragment was identified to be the missing piece from the cannula. Based on the condition of the returned unit and the description of the event, it is likely that the cannula fracture was caused by the robotic mount used during the procedure. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Name of procedure being performed: unk. Event description: spoke with surgeon. Using the si robot for camera port. Heard air leaking where the clamp was. They noticed there was a hole in the trocar proximal to the seal housing area and not at the tip. There was piece from the trocar missing that they retrieved. Unknown if the piece fell into the patient. The cannula was cracked. Used another trocar to resolve the issue. No patient injury. Additional information received from material management via email on august 29, 2018: collar of trocar cracked and a piece of clear plastic fell into patient abdomen. Additional information received via email on 10oct2018 from clinical development analyst: the clamp used was an applied clamp. See attached pictures. Pictures were taken on august 22, the day after the incident. Patient status: no patient injury.